Event description:
It was reported that this intrathecal baclofen patient recently felt the drug did not work efficiently and ¿a slight withdrawal symptom came out.¿ after troubleshooting, there was the inability to aspirate cerebral spinal fluid (csf) from the catheter access port (cap) and the physician suspected that the catheter had been occluded or kinked. The physician elected to replace the catheter on (B)(6) 2014. During the operation, the catheter was noted to be cut at the entry point of the spinal. The event resulted in prolonged hospitalization. The implant date of the catheter was noted as (B)(6) 2010. The implant date of the catheter was now noted as (B)(6) 2013. Additional clarification was requested to verify the implant date and serial number of the catheter involved. Further, it was now reported that the patient had ¿hospitalization-initial.¿

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# n301236004, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information corrected the catheter's lot number.

Manufacturer narrative:
Product ID 8709, lot# n182634023, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter (implant date adjusted). (B)(4).

Event description:
It was further provided that before replacing the catheter, the patient was under the dosage of 220 mcg/ daily and the concentration is 1000mcg/ml. The patient experienced the come back of their spasticity and their face became a little red. After replacing the catheter, the patient was reported as good right now and the symptom of myoclonus disappeared.

Manufacturer narrative:
Analysis of the catheter revealed the catheter body was broken.

Manufacturer narrative:
Product ID 8709, lot# n182634023, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.